Event description:
It was reported that the patient underwent a total hip arthroplasty in 2004. Post-op, the patient developed an infection wherein the shell and liner were exchanged. Post revision, the patient experienced pain and instability. A second revision ensued in 2006, wherein pieces of wire and a fracture of the polyethylene liner were noted.

Manufacturer narrative:
Other devices: (not manufactured by zimmer tmt) zimmer polyethylene liner catalog # 00-8065-546-32, lot number 60122674. Implant no returned. Results: event caused by other device.